Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had moved out of the intrathecal space. A CT scan was performed to confirm the catheter migration, which was suspected to be due to the anchoring technique used. A revision surgery was performed to re-anchor the catheter. The catheter remains implanted in the patient. There were no patient effects reported.